Event description:
The hcp reported, that the pump pocket became infected; symptoms included redness; swelling, drainage, pain, incisional wound opening, and pocket erosion. The patient did have meningitis. The source of the infection was the device pocket; cultures revealed methicillin-resistant staphylococcus aureus (date unknown). The patient was treated with intravenous antibiotics. The infection is ongoing. The patient did not have drug withdrawal. The pump was used to deliver lioresal. Reference MFR. Patient #: 3004209178200703227.